Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/01: [missing records: records for ¿open ventral hernia repair¿ were not provided.] (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: left quadrant abdominal pain with a history of diverticulitis. Postoperative diagnosis: no evidence of diverticulitis. Dense intraabdominal adhesions. Incarcerated ventral hernia. Anesthesia: general. Assistants: (B)(6). Operation: laparoscopic repair of incarcerated ventral hernia with lysis of adhesions. Indications: (B)(6) is a 41-year-old white female with chronic pelvic pain thought to be perhaps from diverticulitis vs. Adhesive disease. She is going to be undergoing a laparoscopy today with possible laparoscopic colon resection or lysis of adhesions or other intervention as needed. All the risks of the procedure have been explained to her thoroughly and she wishes to proceed. Description of procedure: ¿with the patient in the supine position, she had already had ureteral stents placed by dr. (B)(6). Abdomen was prepped and draped with betadine. I then made a small incision just in the right upper quadrant and dissected down to the fascia which was grasped with two kocher clamps. A veress needle was introduced. Once proper placement of the veress needle was confirmed with the syringe with saline, this was hooked to low flow insufflation. A nice low initial pressure reading of 3-4mm was obtained. This was then hooked up to high flow insufflation until a pressure of 3-4mm was obtained. A 10mm port was then introduced. The camera was placed through this port. There were dense adhesions from the midline including the entire left pelvis and left lower quadrant. These were primarily initially omentum. Two additional ports were placed in the right lower abdomen, a 5 and 10mm port, and the omentum was taken down meticulously using a metzenbaum scissors with some counter-tension using a bowel grasper. Upon taking the adhesions down, there was a swiss cheese ventral hernia with incarcerated omentum. This was reduced. The adhesions were all taken down. There were also noted to be adhesions of the left ovary to the anterior abdominal wall. These were carefully taken down. The uterus was somewhat enlarged with a fibroid. The left colon was visualized and there were no signs of any significant inflammation. At this point I irrigated the abdominal cavity. There were no other findings. I proceeded with a ventral hernia repair laparoscopically. We selected a piece of gore-tex mesh which was cut to 10 x 15cm. An x was placed in the superior and inferior margins. Four stay sutures were placed in the four comers of the mesh using 0 gore-tex sutures. The mesh was then brought up through the anterior abdominal wall with small slit incisions and tied. The mesh was then tacked circumferentially with the ethicon tacker. This resulted in a nice tension-free repair of this defect. No other findings were noted. The ports were removed under direct vision. The fascia of the camera port was closed using interrupted suture of 2-0 maxon. The skin was closed using 4-0 vicryl and steri-strips. The patient tolerated the procedure well .¿ (B)(6) 2006 [assigned]: (B)(6). Operative note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 03792715. W.l. Gore & associates . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03792715) was implanted during the procedure. Records between (B)(6) 2006 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia and infected abdominal wall mesh. Postoperative diagnosis: same. Procedure: excision of mesh and ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. Attending surgeon: (B)(6). Blood loss: 100 ml. Specimens: 1. Abdominal mesh, microbiology. 2. Abdominal mesh, microbiology. 3. Abdominal mesh, microbiology. A. Abdominal mesh, pathology. B. Abdominal wall sinus trap, pathology. C. Abdominal wall mass, pathology. Complications: none. Drains: one 10-french channel drain in the rectrorectus space. Reason for operation: (B)(6) is a 50 y.o. Year old female whose index operation was a sigmoid colectomy and ovarian resection for diverticulitis in the late 1990's. She subsequently underwent open ventral hernia repair in 2001 , followed by laparoscopic ventral hernia repair with goretex mesh in 2006. In (B)(6) 2013 , she underwent appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis in (B)(6) 2013. Following this last operation she developed a small open draining wound in the periumbilical region, which drains a small amount of purulent drainage. Cultures were positive for mrsa. For the last 6 months, the patient has also noted recurrent bulging along the upper aspect of her incision. CT of the abdomen and pelvis demonstrated an epigastric hernia as well as an abdominal wall sinus tract in the periumbilical region. The patient was scheduled for excision of mesh and ventral hernia repair with possible separation of parts and placement of biologic mesh. The risks, benefits, and details of the procedure were discussed with the patient who stated she understood. Once all of her questions were answered, the patient consented to the procedure as planned. Details of procedure: ¿the patient was correctly identified in the preoperative holding area. The patient was taken to the operating room and placed in the supine position. A timeout was performed to identify the correct patient, procedure, sites, and implants. Lower extremity compression boots were applied. Following successful induction of general anesthesia, peri operative antibiotics were administered intravenously and 40 milligrams of lovenox were administered subcutaneously. A foley catheter and orogastric tube were inserted and the patient's abdomen was prepped and draped in the usual sterile manner. A final time out was performed. A midline incision was made and the previous scar excised with a 10-blade knife. The subcutaneous tissue was divided with a 15-blade knife down to the goretex mesh. A hernia sac was identified where the mesh had pulled away from the abdominal wall. The hernia sac was incised sharply. Lahey clamps were placed on the edges of the hernia sac. We then proceeded with an extensive adhesiolysis to dissect omental and small bowel adhesions free from the abdominal wall and from the mesh. This required approximately 2 hours to complete. The mesh and anchoring tacks were then dissected free from the abdominal wall and sent to pathology for permanent section. Once all of the adhesions were taken down, we carefully examined the bowel which was uninjured and intact. Hemostasis was assured. The patient had a large fascial defect measuring approximately 18 x 12 centimeters in diameter. However, we felt the posterior sheath could be approximated and elected to proceed with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. This would allow us to avoid making large subcutaneous flaps which would be susceptible to infection. We first turned our attention to development of limited subcutaneous flaps using electrocautery. The periumbilical perforators were preserved. We then dissected the posterior rectus sheath away from the rectus muscle bilaterally. Hemostasis within the retrorectus space was achieved with electrocautery. Larger vessels were ligated with 2-0 vicryl ties. We then carefully explored the abdomen. There was no evidence for bleeding or bowel injury nor were there any retained instruments, sponges, or needles within the abdomen. Furthermore, the instrument, sponge, and needle count was correct at this portion of the case. We then closed the posterior rectus sheath with several running 0 vicryl sutures. We then selected a piece of strattice mesh measuring 16 x 20 centimeters in diameter. It was prepared at the back table and then placed in an underlay fashion. The strattice was placed within the retrorectus space and anchored to the abdominal wall with interrupted 0 pds sutures. Hemostasis was achieved with electrocautery. A 10-french channel drain was placed in the retrorectal space and anchored to the skin with a 2-0 nylon suture. The midline fascia was closed with a running looped #1 pds suture. The wound was then copiously irrigated with sterile saline. Hemostasis under the subcutaneous flaps was achieved with electrocautery. The skin was partially closed with staples at the superior and inferior aspects of the incision. The wound was then packed with saline-moistened gauze. The wound was cleansed and dried. It was then covered with dry sterile gauze and tape. The patient tolerated the procedure well and following operation was taken to the recovery room in stable condition. I was present for the entire procedure .¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2014 procedure was not provided.] [Missing records: records for ¿CT of the abdomen/pelvis demonstrated an epigastric hernia as well as an abdominal wall sinus tract in the periumbilical region¿ were not provided.] (B)(6) 2014: (B)(6). Brief op notes: preoperative diagnosis: recurrent ventral incisional hernia, open abdominal wall wound with infected prosthetic mesh of abdominal wall. Postoperative diagnosis: same. Procedure: excision of infected mesh; ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. Surgery time: 223 mins. Surgeon(s) and role: (B)(6). Anesthesia type: general. Estimated blood loss: 100 ml. Urine output: 550 cc. Drains: jpx1 in retrorectus space. Complications: none apparent. Fluids: 3.3l crystalloid. Specimens: 1. Abdominal mesh, microbiology. 2. Abdominal mesh, microbiology. 3. Abdominal mesh, microbiology. A. Abdominal mesh, pathology. B. Abdominal wall sinus trap, pathology. C. Abdominal wall mass, pathology. Condition: stable to post anesthesia care unit. Findings: infected goretex mesh, draining sinus tract, large ventral hernia. Plan: general care, pca [patient care assistant], npo [nothing by mouth], foley, jackson pratt x 1. I was physically present for the e/m service provided. I agree with the house officer note and plan which I have reviewed and edited where appropriate . (B)(6) 2014: (B)(6). Pathology report. Order number: su-14-37263. Diagnosis: a. Abdominal wall, excision: sinus tract with granulation tissue. B. Soft tissue, abdominal wall, excision: fat necrosis and inflammation. C. Soft tissue from abdominal mesh, excision: unremarkable fibroadipose tissue. History: 50-year-old female with infected mesh. Clinical diagnosis: infected mesh. Operative procedure/tissue submitted: ventral hernia repair. Gross description: a. "Abdominal wall sinus tract" received in formalin in a medium container is an irregular portion of tan-gray skin, 14.6 x 2.2 cm and is excised to a depth of up to 3.2 cm. Skin is remarkable for a 0.6 x 0.3 cm granular defect that extends to the deep margin. It is lined with a red-tan granular tissue. This defect is adjacent to a possible 7.2 cm healing scar. Remaining cut surface is tan-gray and fibrotic with fibroadipose tissue noted. A1. Sinus tract. (2ss). B. "Abdominal wall mass" received in formalin in a small container is a 6.7 x 4.3 x 1.5 cm irregular portion of yellow, lobular, rubbery to soft adipose. Inked black and sectioned. Cut surface is remarkable for a central area of bright yellow tissue consistent with fat necrosis. This measures 2.7 x 2.5 x 1.3 cm. No other abnormalities are noted. B1. Possible fat necrosis. (2ss). C. "Abdominal mesh" received in formalin in a small container are two irregular portions of pink-tan graft material, 10.3 x 2.6 x 0.2 cm and 14.3 x 2.7 x 0.3 cm. Scant amount of attached fibroadipose tissue is present. A photograph has been taken. C1. Fibroadipose tissue. (3ss ). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2006 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) 2006 through (B)(6) 2014 were not provided. Patient information: medical history: ¿ diverticulitis. ¿ (B)(6) 2014: methicillin resistant staphylococcus aureus [mrsa]. Surgical procedures: ¿ unknown date: sigmoid colectomy for diverticulitis and ovarian resection . ¿ 2001: open ventral hernia repair. ¿ (B)(6) 2006: laparoscopic repair of incarcerated ventral hernia with lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2013: appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis. ¿ (B)(6) 2014: excision of infected mesh and ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. Implant: strattice. Implant preoperative complaints: ¿ (B)(6) 2006: indications: ¿¿ 41-year-old white female with chronic pelvic pain thought to be perhaps from diverticulitis vs. Adhesive disease . She is going to be undergoing a laparoscopy today with possible laparoscopic colon resection or lysis of adhesions or other intervention as needed.¿ implant procedure: laparoscopic repair of incarcerated ventral hernia with lysis of adhesions. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/03792715, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2006 . ¿ wound classification: not provided. ¿ description of hernia being treated: ¿I then made a small incision just in the right upper quadrant and dissected down to the fascia which was grasped with two kocher clamps. A veress needle was introduced. Once proper placement of the veress needle was confirmed with the syringe with saline, this was hooked to low flow insufflation. A nice low initial pressure reading of 3-4mm was obtained. This was then hooked up to high flow insufflation until a pressure of 3-4mm was obtained. A 10mm port was then introduced. The camera was placed through this port. There were dense adhesions from the midline including the entire left pelvis and left lower quadrant. These were primarily initially omentum. Two additional ports were placed in the right lower abdomen, a 5 and 10mm port, and the omentum was taken down meticulously using a metzenbaum scissors with some counter-tension using a bowel grasper. Upon taking the adhesions down, there was a swiss cheese ventral hernia with incarcerated omentum. This was reduced. The adhesions were all taken down. There were also noted to be adhesions of the left ovary to the anterior abdominal wall. These were carefully taken down. The uterus was somewhat enlarged with a fibroid. The left colon was visualized and there were no signs of any significant inflammation. At this point I irrigated the abdominal cavity. There were no other findings. I proceeded with a ventral hernia repair laparoscopically.¿ ¿ implant size and fixation: ¿we selected a piece of gore-tex mesh which was cut to 10 x 15cm. An x was placed in the superior and inferior margins. Four stay sutures were placed in the four comers of the mesh using 0 gore-tex sutures. The mesh was then brought up through the anterior abdominal wall with small slit incisions and tied. The mesh was then tacked circumferentially with the ethicon tacker . This resulted in a nice tension-free repair of this defect. No other findings were noted. The ports were removed under direct vision. The fascia of the camera port was closed using interrupted suture of 2-0 maxon. The skin was closed using 4-0 vicryl and steri-strips.¿ explant preoperative complaints: ¿ (B)(6) 2013: appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis. [No medical records provided.]. ¿ (B)(6) 2014: reason for operation: ¿... 50 y.o. Year old female whose index operation was a sigmoid colectomy and ovarian resection for diverticulitis in the late 1990's. She subsequently underwent open ventral hernia repair in 2001, followed by laparoscopic ventral hernia repair with goretex mesh in 2006. In (B)(6) 2013, she underwent appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis in (B)(6) 2013. Following this last operation she developed a small open draining wound in the periumbilical region, which drains a small amount of purulent drainage. Cultures were positive for mrsa. For the last 6 months, the patient has also noted recurrent bulging along the upper aspect of her incision. CT of the abdomen and pelvis [CT a/p] demonstrated an epigastric hernia as well as an abdominal wall sinus tract in the periumbilical region. The patient was scheduled for excision of mesh and ventral hernia repair with possible separation of parts and placement of biologic mesh. The risks, benefits, and details of the procedure were discussed with the patient who stated she understood.¿ explant procedure: excision of mesh and ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. [Implant: strattice]. Explant date: (B)(6) 2014. ¿ wound classification: not provided. ¿ findings: ¿infected goretex mesh, draining sinus tract, large ventral hernia. ¿ ¿ procedure: ¿a midline incision was made and the previous scar excised with a 10-blade knife. The subcutaneous tissue was divided with a 15-blade knife down to the goretex mesh. A hernia sac was identified where the mesh had pulled away from the abdominal wall. The hernia sac was incised sharply. Lahey clamps were placed on the edges of the hernia sac. We then proceeded with an extensive adhesiolysis to dissect omental and small bowel adhesions free from the abdominal wall and from the mesh. This required approximately 2 hours to complete. The mesh and anchoring tacks were then dissected free from the abdominal wall and sent to pathology for permanent section. Once all of the adhesions were taken down, we carefully examined the bowel which was uninjured and intact. Hemostasis was assured. The patient had a large fascial defect measuring approximately 18 x 12 centimeters in diameter. However, we felt the posterior sheath could be approximated and elected to proceed with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. This would allow us to avoid making large subcutaneous flaps which would be susceptible to infection. We first turned our attention to development of limited subcutaneous flaps using electrocautery. The periumbilical perforators were preserved. We then dissected the posterior rectus sheath away from the rectus muscle bilaterally. Hemostasis within the retrorectus space was achieved with electrocautery. Larger vessels were ligated with 2-0 vicryl ties. We then carefully explored the abdomen. There was no evidence for bleeding or bowel injury nor were there any retained instruments, sponges, or needles within the abdomen. We then closed the posterior rectus sheath with several running 0 vicryl sutures. We then selected a piece of strattice mesh measuring 16 x 20 centimeters in diameter. It was prepared at the back table and then placed in an underlay fashion. The strattice was placed within the retrorectus space and anchored to the abdominal wall with interrupted 0 pds sutures. Hemostasis was achieved with electrocautery. A 10-french channel drain was placed in the retrorectal space and anchored to the skin with a 2-0 nylon suture. The midline fascia was closed with a running looped #1 pds suture. The wound was then copiously irrigated with sterile saline. Hemostasis under the subcutaneous flaps was achieved with electrocautery. The skin was partially closed with staples at the superior and inferior aspects of the incision. The wound was then packed with saline-moistened gauze. The wound was cleansed and dried. It was then covered with dry sterile gauze and tape.¿ ¿ (B)(6) 2014: specimens: ¿1. Abdominal mesh, microbiology. 2. Abdominal mesh, microbiology. 3. Abdominal mesh, microbiology.¿ [culture report was not provided.] ¿a. Abdominal mesh, pathology. B. Abdominal wall sinus trap [sic], pathology. C. Abdominal wall mass, pathology.¿ ¿ (B)(6) 2014: pathology report. - gross description: - a. ¿abdominal wall sinus tract¿. ¿received in formalin in a medium container is an irregular portion of tan-gray skin, 14.6 x 2.2 cm and is excised to a depth of up to 3.2 cm. Skin is remarkable for a 0.6 x 0.3 cm granular defect that extends to the deep margin. It is lined with a red-tan granular tissue. This defect is adjacent to a possible 7.2 cm healing scar. Remaining cut surface is tan-gray and fibrotic with fibroadipose tissue noted.¿ - b. ¿abdominal wall mass¿. ¿received in formalin in a small container is a 6.7 x 4.3 x 1.5 cm irregular portion of yellow, lobular, rubbery to soft adipose. Inked black and sectioned. Cut surface is remarkable for a central area of bright yellow tissue consistent with fat necrosis. This measures 2.7 x 2.5 x 1.3 cm. No other abnormalities are noted. B1.¿ - c. ¿abdominal mesh¿. ¿received in formalin in a small container are two irregular portions of pink-tan graft material,10.3 x 2.6 x 0.2 cm and 14.3 x 2.7 x 0.3 cm. Scant amount of attached fibroadipose tissue is present.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03792715. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2006 through (B)(6)2014 were not provided. Patient information: medical history: diverticulitis: (B)(6) 2014: methicillin resistant staphylococcus aureus [mrsa]. Surgical procedures: unknown date: sigmoid colectomy for diverticulitis and ovarian resection. 2001: open ventral hernia repair. (B)(6) 2006: laparoscopic repair of incarcerated ventral hernia with lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2013: appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis. (B)(6) 2014: excision of infected mesh and ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. Implant: strattice. Implant preoperative complaints: (B)(6) 2006: indications: ¿¿ 41-year-old white female with chronic pelvic pain thought to be perhaps from diverticulitis vs. Adhesive disease . She is going to be undergoing a laparoscopy today with possible laparoscopic colon resection or lysis of adhesions or other intervention as needed.¿ implant procedure: laparoscopic repair of incarcerated ventral hernia with lysis of adhesions. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/03792715, 18cm x 24cm x 1mm thick] implant date: (B)(6) 2006: wound classification: not provided. Description of hernia being treated: ¿I then made a small incision just in the right upper quadrant and dissected down to the fascia which was grasped with two kocher clamps. A veress needle was introduced. Once proper placement of the veress needle was confirmed with the syringe with saline, this was hooked to low flow insufflation. A nice low initial pressure reading of 3-4mm was obtained. This was then hooked up to high flow insufflation until a pressure of 3-4mm was obtained. A 10mm port was then introduced. The camera was placed through this port. There were dense adhesions from the midline including the entire left pelvis and left lower quadrant. These were primarily initially omentum. Two additional ports were placed in the right lower abdomen, a 5 and 10mm port, and the omentum was taken down meticulously using a metzenbaum scissors with some counter-tension using a bowel grasper. Upon taking the adhesions down, there was a swiss cheese ventral hernia with incarcerated omentum. This was reduced. The adhesions were all taken down. There were also noted to be adhesions of the left ovary to the anterior abdominal wall. These were carefully taken down. The uterus was somewhat enlarged with a fibroid. The left colon was visualized and there were no signs of any significant inflammation. At this point I irrigated the abdominal cavity. There were no other findings. I proceeded with a ventral hernia repair laparoscopically.¿ implant size and fixation: ¿we selected a piece of gore-tex mesh which was cut to 10 x 15cm. An x was placed in the superior and inferior margins. Four stay sutures were placed in the four comers of the mesh using 0 gore-tex sutures. The mesh was then brought up through the anterior abdominal wall with small slit incisions and tied. The mesh was then tacked circumferentially with the ethicon tacker . This resulted in a nice tension-free repair of this defect. No other findings were noted. The ports were removed under direct vision. The fascia of the camera port was closed using interrupted suture of 2-0 maxon. The skin was closed using 4-0 vicryl and steri-strips.¿ explant preoperative complaints: (B)(6) 2013: appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis. [No medical records provided.] (B)(6) 2014: reason for operation: ¿... 50 y.o. Year old female whose index operation was a sigmoid colectomy and ovarian resection for diverticulitis in the late 1990's. She subsequently underwent open ventral hernia repair in 2001, followed by laparoscopic ventral hernia repair with goretex mesh in 2006. In (B)(6) 2013, she underwent appendectomy, adhesiolysis and partial colectomy for recurrent diverticulitis in (B)(6) 2013. Following this last operation she developed a small open draining wound in the periumbilical region, which drains a small amount of purulent drainage. Cultures were positive for mrsa. For the last 6 months, the patient has also noted recurrent bulging along the upper aspect of her incision. CT of the abdomen and pelvis [CT a/p] demonstrated an epigastric hernia as well as an abdominal wall sinus tract in the periumbilical region. The patient was scheduled for excision of mesh and ventral hernia repair with possible separation of parts and placement of biologic mesh. The risks, benefits, and details of the procedure were discussed with the patient who stated she understood.¿ explant procedure: excision of mesh and ventral hernia repair with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. [Implant: strattice]. Explant date: (B)(6) 2014: wound classification: not provided. Findings: ¿infected goretex mesh, draining sinus tract, large ventral hernia. ¿ procedure: ¿a midline incision was made and the previous scar excised with a 10-blade knife. The subcutaneous tissue was divided with a 15-blade knife down to the goretex mesh. A hernia sac was identified where the mesh had pulled away from the abdominal wall. The hernia sac was incised sharply. Lahey clamps were placed on the edges of the hernia sac. We then proceeded with an extensive adhesiolysis to dissect omental and small bowel adhesions free from the abdominal wall and from the mesh. This required approximately 2 hours to complete. The mesh and anchoring tacks were then dissected free from the abdominal wall and sent to pathology for permanent section. Once all of the adhesions were taken down, we carefully examined the bowel which was uninjured and intact. Hemostasis was assured. The patient had a large fascial defect measuring approximately 18 x 12 centimeters in diameter. However, we felt the posterior sheath could be approximated and elected to proceed with bilateral posterior rectus sheath advancement flaps and retrorectus placement of strattice mesh. This would allow us to avoid making large subcutaneous flaps which would be susceptible to infection. We first turned our attention to development of limited subcutaneous flaps using electrocautery. The periumbilical perforators were preserved. We then dissected the posterior rectus sheath away from the rectus muscle bilaterally. Hemostasis within the retrorectus space was achieved with electrocautery. Larger vessels were ligated with 2-0 vicryl ties. We then carefully explored the abdomen. There was no evidence for bleeding or bowel injury nor were there any retained instruments, sponges, or needles within the abdomen. We then closed the posterior rectus sheath with several running 0 vicryl sutures. We then selected a piece of strattice mesh measuring 16 x 20 centimeters in diameter. It was prepared at the back table and then placed in an underlay fashion. The strattice was placed within the retrorectus space and anchored to the abdominal wall with interrupted 0 pds sutures. Hemostasis was achieved with electrocautery. A 10-french channel drain was placed in the retrorectal space and anchored to the skin with a 2-0 nylon suture. The midline fascia was closed with a running looped #1 pds suture. The wound was then copiously irrigated with sterile saline. Hemostasis under the subcutaneous flaps was achieved with electrocautery. The skin was partially closed with staples at the superior and inferior aspects of the incision. The wound was then packed with saline-moistened gauze. The wound was cleansed and dried. It was then covered with dry sterile gauze and tape.¿ (B)(6) 2014: specimens: ¿1. Abdominal mesh, microbiology. 2. Abdominal mesh, microbiology. 3. Abdominal mesh, microbiology.¿ [culture report was not provided.] ¿a. Abdominal mesh, pathology. B. Abdominal wall sinus trap [sic], pathology. C. Abdominal wall mass, pathology.¿ (B)(6) 2014: pathology report. Gross description: a. ¿abdominal wall sinus tract¿. ¿received in formalin in a medium container is an irregular portion of tan-gray skin, 14.6 x 2.2 cm and is excised to a depth of up to 3.2 cm. Skin is remarkable for a 0.6 x 0.3 cm granular defect that extends to the deep margin. It is lined with a red-tan granular tissue. This defect is adjacent to a possible 7.2 cm healing scar. Remaining cut surface is tan-gray and fibrotic with fibroadipose tissue noted.¿ b. ¿abdominal wall mass¿. ¿received in formalin in a small container is a 6.7 x 4.3 x 1.5 cm irregular portion of yellow, lobular, rubbery to soft adipose. Inked black and sectioned. Cut surface is remarkable for a central area of bright yellow tissue consistent with fat necrosis. This measures 2.7 x 2.5 x 1.3 cm. No other abnormalities are noted. B1.¿ c. ¿abdominal mesh¿. ¿received in formalin in a small container are two irregular portions of pink-tan graft material,10.3 x 2.6 x 0.2 cm and 14.3 x 2.7 x 0.3 cm. Scant amount of attached fibroadipose tissue is present.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03792715. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal requiring an additional surgery. Additional event specific information was not provided.